Manufacturer narrative:
The device was not returned for analysis. An event of thrombocytopenia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, a cause for the reported thrombocytopenia could not be conclusively determined. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6)) was implanted successfully utilizing a large flexnav delivery system. Post procedure, the patient had developed thrombocytopenia. Platelet count has been progressively dropping. Platelet level before navitor implantation was 172, most recent report was 16-36. Blood transfusions were performed as treatment. Patient has a history of anemia and a rejected kidney transplant. Patient was reported to be recovered and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.